Event description:
Reporter alleged obtaining a discrepant blood glucose result of 70 mg/dl back to back with a result of 122 mg/dl on a pt using an inform system when testing was performed within 10 minutes. No actions were reported taken or treatment received on any of the pts. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that she will not be able to send back the strips and so no product will be returned for eval.